Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed evidence confirming the reported device loosening. Depuy considers the investigation closed at this time. Patient code: no code available (B)(4) used to capture the surgical intervention if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of femoral and tibial components at cement to implant interface. Unknown cement was used.